Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014 he received a new adc blood glucose meter kit from adc which was missing the battery and lancing device/lancet. He further reported the package appeared to have been tampered with and noted the meter's screen was scratched. Customer began to experience "sweating and was sick to (his) stomach" but could not test, so he self-presented to a local healthcare facility to have his glucose checked. Customer was diagnosed with hyperglycemia (no hospital reading was provided) and treated with metformin and 5 units of insulin. Customer was also given vitamin b12 and folic acid, which were reportedly newly prescribed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.